Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was later reported doctor thinks the 'flipped pump' may be why he was not able to draw back fluid when he did the catheter dye study. The patient had not been scheduled for surgery yet. It was later reported that the physician's office was trying to set up surgery with the patient.

Event description:
It was reported that the health care provider (hcp) was unable to pull any fluid back when doing a catheter dye study, and there was a catheter occlusion. It was not known where the occlusion was, but a catheter replacement was required as a result of the event. The pump device was used to deliver lioresal. It was later reported that the patient had a flipped pump as well, which also required the revision. There were no volume discrepancies to the reporter¿s knowledge, but the patient had a lack of pain relief. Additional information has been requested, but was not available as of the date of this report.